Event description:
It was reported the device can not be turned off and that it failed self test. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the device cannot be turned off. Analysis confirmed the report that the device failed self test; battery voltage was lower than normal (end of life, normal). Upper and lower cases are corroded. One side bail cover is broken. Ring cover and ring bail are missing. Lead flex cover is corroded. Battery contacts are compressed. Keyboard is scratched.